Manufacturer narrative:
(B)(4). Common name: esw prosthesis, esophageal. Procode: esq.

Event description:
As reported in the journal artciletahiri et al 2015-"self-expanding metallic stent placement with an exaggerated 5-cm proximal tumor covering for palliation of esophageal cancer." "Four patients underwent restenting for proximal tumor overgrowth. These 4 patients did not receive any concomitant treatment of chemotherapy or radiotherapy. Tumor overgrowth was treated in all the cases with the placement of an additional stent to cover the tumor overgrowth."